Event description:
It was reported that the device was "over infusing". No known adverse effects to patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of over infusin was not verified. The event log shows no related issues. The device meets the deliver accuracy specification of +/-6%. Service will trim the expulsor to bring the device more into the nominal range of the specification. Use testing was performed. The problem source is unknown.

Event description:
Further information received: no patient involvement.